Event description:
It was reported that during generator change-out for eri, externalized conductors were observed via x-ray. It was also noted that during a prior follow-up, an increase in pacing lead impedance and capture threshold were observed. All electrical measurements have been normal since. The lead was capped and replaced. No complications or adverse consequences were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.